Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: there was no damage found to the button keypad cover. All buttons were found to be responsive to user input. The keypad cover was removed; there was no contamination found under the button key contacts. The reported button keypad issue was unable to be duplicated during investigation. Unrelated to the complaint, two cracks were found on the battery compartment; the lip to bumper and the bumper to case seal. Also unrelated to the complaint, there was a cartridge compartment chip and the cartridge compartment was found to be cracked from the lip to bumper.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.